Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the pump system was removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the pump was still implanted as it was not affected. It was stated that they only removed the catheter. The spinal infection was as a result of a spinal surgery. It was noted that the infection was clear. Additional information has been requested, but was not available as of the date of this report.